Event description:
The tech alleged the brake casters are not holding while in brake mode. No pt impact.

Manufacturer narrative:
The tech found the brake casters are broken. The tech replaced the brake casters to resolve the issue.